Event description:
It was reported that the ventilator generated 3 technical error codes while it was connected to a patient and ventilation stopped. The technical errors indicated disabled valves, an expiratory channel failure and an internal communication failure. There was no patient harm. Manufacturer¿s ref#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated technical error codes indicating disabled valves, expiratory channel failure and communication error, while it was connected to a patient and ventilation stopped. The evaluation of received device logs confirms a single occurrence of the reported technical error codes and a stop of ventilation on september 03, 2020. The returned control printed circuit board (pcb) was examined by the r&d department. No issues were found, the control pcb worked as expected. Previous investigations of similar events have shown that flash memory on the breathing control pcb on rare occasions may get stuck in a way that requires a power cycle (cold start) to resolve. Measures to prevent this are currently being developed within the r&d department and a solution will be made available in a future software release.

Event description:
Manufacturer¿s ref#: (B)(4).